Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a pacemaker exchange, the surgeon activated the plasmablade device causing the patient to go into cardiac arrest. The patient was defibrillated once and went back into a normal rhythm. The patient did not require any further interventions. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon activated the plasmablade device causing the patient to go into cardiac arrest. The patient was defibrillated once and went back into a normal rhythm. The patient did not require any further interventions. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.